Event description:
The plaintiff's attorney alleged the decedent expired on (B)(6) 2011.

Manufacturer narrative:
This is one event (death) for the same patient involving three separate products; associated mdrs 1225714-2014-03921, 1225714-2014-03922, and 2937457-2014-00944.